Event description:
A user facility reported that their patient experienced a burn during treatment with the harmony xl pro system that has resulted in hypopigmentation. Alma lasers inc. Was unable to obtain the necessary information for an investigation from the user facility despite performing several due diligence attempts. Therefore, we are reporting this incident in good faith.